Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump would not turn on after replacing the insulin pump with a new battery. The customer stated that the insulin pump previously died without giving any low battery alarms. The customer said that the she had selected the automatic shut off setting and believes that may have drained the batteries. The customer stated that at one point her insulin pump counted to 6 and then shut off. The customer also smelled insulin when taking out the reservoir a week prior to the call but did not see any insulin. The customer had high blood glucose levels of 497 mg/dl. She treated herself with manual injections. Explained to customer the possible causes of a blank display. Troubleshooting was done, and the display remained blank. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent.